Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call states the pump may be failing and experienced high blood glucose level of was unknown at the time of incident . Customer also stated that ruled out everything out set and insulin but his blood glucose was high, has received no delivery and has also seen bubbles in the tubing .troubleshooting was not performed . The product will be return for the analysis..

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump was tested with test reservoir and no air bubbles in test reservoir during testing noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.